Manufacturer narrative:
Pump passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error 53 alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.